Event description:
It was reported after using bd vacutainer® edta 2k, a white foreign body was found in the blood sample. This occurred three (3) times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jan-2025. Investigation summary: bd received two samples and eight photos for investigation. A visual examination of the samples and photo evaluation revealed embedded foreign material (fm) in the sidewall of the tube and white specks in the tube sidewall. Embedded fm is considered a cosmetic defect, as it is isolated from any specimen. Previous investigations suggest that embedded fm may result from resin colorant or resin adhering to the interior of the mold core and breaking free during production, typically seen at the start of a run or if the mold had to be stopped for maintenance and then restarted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® edta 2k, a white foreign body was found in the blood sample. This occurred three (3) times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown e1. Initial reporter facility name: (B)(6) h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.